Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator had cable appears to have exploded in the middle of the procedure and is now destroyed in two pieces. The procedure was completed with an olympus back-up device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, g1, h3, h4, h6. Corrected fields: b5. The device was not returned to olympus for inspection. However, olympus technical assistance support (tac) and the customer informed tac of the event, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure due to wear and tear of the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient harm.